Event description:
Consumer claims she fell asleep while using a heating pad and she awoke to find a burn to her thigh. She was allegedly diagnosed with a 3rd degree burn.

Manufacturer narrative:
Consumer admits to falling asleep while using the pad which is abuse of the product and violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.